Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 465 mg/dl. Customer treated their blood glucose with five units of insulin by injection. The customer stated they were feeling thirsty due to their high blood glucose. Customer was advised to change out their infusion set. It was also found the customer was a brittle diabetic. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.